Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: alarm assembly speaker the alarm assembly speaker was visually inspected and showed no anomalies. The alarm assembly speaker was functionally tested and no malfunction or product deficiency was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had no audible alarm due to a failure of the speakers. There was no patient involvement at the time of the reported incident. The service engineer inspected the device and replaced the speaker. The service engineer ran an extended self test (est), short self test (sst) and the unit passed testing.